Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer's blood glucose level was 50 mg/dl on (B)(6) 2021. The customer was type 1 diabetic and was treated with food for low blood glucose. It was unknown whether the customer was using auto mode at the time of incident or not. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.